Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: scar hernia. Event description: the trigger was pulled plastic to plastic. The doctor tried to clip a vessel but no clip came out. No clinical impact to the patient. Patient status: alright. Intervention: they opened a new ca500 which worked.